Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoroscopy function was checked and it was without image output. The generator was checked. The tube was replaced and the iris was calibrated. The closed circuit digital camera was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not display an image on either monitor. No pt injury was reported.